Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential speaker issue has been observed.